Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet bionic pancreas, reaching 254 mg/dl for approximately 1 to 1.5 hours after being disconnected and having a late meal; an agent assisted with a full supply change and provided troubleshooting and education. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview and troubleshooting. Investigation of this case revealed no device malfunction identified and user-related factors, including disconnection and timing of meal, as likely contributors. It was concluded that the event was related to hyperglycemia with cause unclear and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.